Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported leaking insulin and hospitalization with hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at (B)(6) for diabetes management on (B)(6) 2025. The patient had a pod placed during hospitalization. On the third day of hospitalization, the patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. Reportedly, insulin was leaking from the pod. Symptoms reported include irritability. The patient was diagnosed with hyperglycemia and was treated with a new pod being activated by the healthcare provider. The patient was released on (B)(6) 2025.